Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that a sudden drop in battery longevity was noted on a remote transmission. This device is part of the battery performance alert advisory and awaiting explant. The patient was asymptomatic.

Event description:
New information received indicated that the device was explanted and replaced. The patient was stable prior to, during, and post-procedure.